Event description:
It was reported that during testing, prior to a surgical procedure, it was noted that the bur was broken in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6; the reported event, for router breakage, was confirmed, a partial piece of the router was returned for evaluation. As only a partial piece of the router was returned further evaluation of this partial piece of the router was not possible.as a result a cause for the router breakage could not be determined in this case.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during testing, prior to a surgical procedure, it was noted that the bur was broken in the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.